Event description:
Customer reported that over a year ago (actual date not provided) he noticed a blank screen on the display of his freestyle blood glucose meter and noted it would not turn on with the button or with test strip insertion. He further reported subsequently experiencing tremulousness, diaphoresis and feeling faint, which resulted in both a loss of consciousness and a seizure. No third-party emergent intervention was reported. Customer denied self-treating. There was no report of death or permanent injury associated with this event.

Event description:
It is reported that the pt was revised due to pain and swelling.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: the customer reported being in possession of the following test strips. However, it is unknown if he attempted to use either or both of them at the time of his reported medical event. (B)(4) (expired: (B)(6)2010) (B)(4) (expired: (B)(6)2007) the reported meter serial number is invalid, so no date of manufacture can be determined.

Manufacturer narrative:
Customer's products were returned and investigated. The complaint is not confirmed. The meter did power on with button depression and strip insertion. The blank screen issue was not observed. This is a final report.